Event description:
It was reported by a neurologist through a company representative that a lead fracture was suspected on a vns pt as he received high lead impedance on initial interrogation. The pt's generator was programmed off and referred for x-rays. Additional info was received by a company representative indicating that it was unk if pt manipulation or trauma occurred that could have contributed to the suspected lead break. Moreover info from the area representative indicated that current diagnostics were obtained with good impedance values on system test (ok/ok/1289 ohms/10 years). The last known good diagnostics were from (B)(6) 2011 and were within normal limits (ok/ok/1/no). At the moment no x-rays are available for manufacturer review and no further interventions have been planned for the pt.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.